Event description:
Approximately eight months post carotid stenting procedure, the patient suffered an ischemic stroke. The patient is a (B) (6) female who was enrolled in the (B) (4) study. The target lesion location was the ostium of the left internal carotid artery. The vessel diameter was 4.8mm. The rate of stenosis was 80%. The length of the lesion was 20mm. The lesion was eccentric. Vessel tortuosity was mild. An angioguard distal protection device was placed distal to the target lesion. The lesion was pre-dilated. A precise (pc1040rxc/ lot 14031888) stent was placed in the target lesion. There was no malfunction with the stent. The angioguard was successfully retrieved. There was no debris found in filter basket upon removal. There were no neurological changes when the patient was taken from the intervention suite. The patient was discharged two days post-procedure. Eight months post index procedure, the patient suffered aphasia and right-sided hemi- paresis. The patient was diagnosed with a stroke. Onset was gradual and partial recovery was noted.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products:aspirin, bivalirudin, clopidogrel concomitant devices:angioguard distal protection device.

Manufacturer narrative:
Information was received via the (B)(4) study that approximately eight months post left internal carotid artery (ica) precise stenting procedure the patient had an ischemic stroke. Onset was gradual and partial recovery; improved with therapy. At baseline, the (B)(6) female had a medical history of synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, severe pulmonary disease, hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, coronary artery disease, and hypertension. Additional information reported a history of cerebral aneurysm and cerebral vascular accident four years prior to the index procedure with mild left sided weakness. It was indicated that the patient was asymptomatic. Baseline nih stroke score was 1 and modified rankin score was 0. The target lesion location was the ostium of the left internal carotid artery. The vessel reference diameter was 4.8mm. The rate of stenosis was 80%. The length of the lesion was 20mm. The lesion was eccentric. Vessel tortuosity was mild. An angioguard distal protection device was placed distal to the target lesion. The lesion was pre-dilated without documented resistance or dissection. A precise (pc1040rxc/ lot 14031888) stent was placed in the target lesion. The angioguard was successfully retrieved. There was no debris found in filter basket upon removal. It was indicated that there were no stent or embolic protection device malfunctions or associated major adverse events. The final diameter stenosis was 0%. There were no neurological changes when the patient was taken from the intervention suite. The patient was discharged two days post-procedure; antiplatelet therapy included clopidogrel and aspirin. Nih stroke score was 1 and modified rankin was 0. The patient was unable to be reached for 30 day follow-up. It was reported that eight months post index procedure, the patient suffered aphasia and right-sided hemi- paresis. The patient was diagnosed with an ischemic stroke. Additional information reported CT showed findings representative of a subacute infarct in the distribution of the left middle cerebral artery. There was no evidence for underlying hemorrhage. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a well known documented potential complication of carotid artery stenting as sited in the instructions for use. However, based on the available information, no conclusion can be made regarding the relationship of the device to the reported stroke. The patient's medical condition and comorbidities including history of previous stroke, smoking and significant mitral and aortic stenosis put her at a greater risk for stroke. Based on the available information and the device history record review there is no indication that the event is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time.